Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tbil result is sample integrity. Instrument data is symptomatic of short sample on the pediatric sample. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low total bilirubin (tbil) result was reported on a patient sample. The result was reported to the physician who questioned the result. The sample was retested and a higher result was obtained within physician expectations. It is unknown if patient treatment was altered or prescribed. There is no report of adverse outcome to the patient as a result of initial falsely depressed tbil result.